Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had observed an elective replacement indicator (eri) message two days prior to report. It was stated that while the implantable neurostimulator (ins) was turned off it was indicated there was an eri message and the battery was at 2.73 volts. It was noted that from impedance testing there appeared to be a short on the left side. It was further noted that the impedances between electrode 0 and electrodes 1 and 2 were 65 and 66 ohms respectively and the impedance between electrodes 1 and 2 was 67 ohms. It was stated the patient¿s right side impedance readings looked ¿fine¿ at the time of report. It was reported the patient¿s ins was 52% used at the time of report and the left side¿s therapy impedance was 65 ohms and the right side at 1361 ohms. It was noted that a longevity estimate of the ins with the current settings at the time of report and a therapy impedance of 100 ohms on the left side returned an estimated longevity of 21 months. It was reported the patient¿s ins was ¿only¿ implanted for approximately one year. Additional information reported the patient underwent an exploratory procedure ¿to test the integrity of the system.¿ it was stated the operating physician opened the lead-extension site and checked the impedance of the lead using an external neurostimulator (ens). It was further stated the physician then reconnected the extension and checked the impedances using the patient¿s ins. It was noted ¿the short was resolved¿ at that time. It was reported the patient was ¿receiving normal therapy and all [impedance] measurements were within range¿ as of 17 days after initial report. A supplemental report will be filed if additional information is received.